Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Impact code f2303 is being used to capture the reportable event of medication required (antibiotics).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted on an unknown date. The patient had the space-oar vue placed without incident and post-op magnetic resonance imaging (MRI), showed the hydrogel slightly off to the left of the patient but no signs of rectal wall infiltration (rwi). One week after the procedure, the patient started developing significant perineal tenderness and pressure with bowel movements. The computerized tomography (CT) scan showed a lot of fluid around the hydrogel, this was creating pressure. While the patient did not have any signs of infection, there were strong indicators the patient had an abscess, but it was not confirmed. The patient had clear drainage through the perineum (not pus) and felt better with the relief of pressure. It was also suspected that the patient may have been affected by some kind of reaction to the spaceoar where it walls off with a non-infected edema. This has the potential of developing an infection even though there are no signs of it yet. Oral antibiotics were given to the patient. The radiation therapy will be delayed, and the patient will follow-up with the physician.